Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed lead noise due to lead damage. No changes or intervention was performed. There were no patient consequences.

Event description:
New information received notes that on (B)(4)2021 a leadless pacemaker was implanted to resolve the issue. It is unknown if the lead was capped or explanted. The patient condition was stable before, during, and afterwards.

Manufacturer narrative:
Correction - h6 missing component code "3079 - patient lead".